Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2009, there were multiple open circuits. The "final" electrode was tested to no avail and the device was turned off. Then on (B)(6) 2010, the system was "repaired" with a tined lead due to a lead break. The device was turned back on with a life estimate of 94 months. Two days later, it was reported that the device read outs showed that it had not yet reach end of life (eol). It was also noted that if the device was always running at the listed parameters the projected longevity was 6.5 years, not taking into account the period when the device had been running at higher amplitudes. It was stated that there was no way to tell if the device would meet this projected longevity.

Event description:
It was reported an implantable neurostimulator (ins) exhibited premature battery depletion. It was noted the system was working but they expected the battery would last longer. It was also stated they believed the amplitude was running quite high initially. There was no harm or injury to the patient. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 309328, lot# b0951196k, implanted: (B)(6) 2010, product type lead; product ID 3080, lot# l43825, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead. (B)(4).